Manufacturer narrative:
(B)(4).

Event description:
It was reported " the catheter was inserted, and after 3 days of treatment, it was found that there was blood leakage. After examination, bleeding occurred at the "y" part of the balloon catheter, remove the catheter". The device was not replaced. The patient's current condition is reported as "fine".

Event description:
It was reported " the catheter was inserted, and after 3 days of treatment, it was found that there was blood leakage. After examination, bleeding occurred at the "y" part of the balloon catheter, remove the catheter". The device was not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer photos were reviewed. The photo shows an iab catheter with no serial number. The photo shows blood on the exterior surface of the iab catheter. No damage or abnormality was noted to the iab bifurcate from the review of the photos. The reported complaint for "bleeding occurred at the "y" part of the balloon catheter" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.